Event description:
It was reported that during an implantable neurostimulator (ins) replacement ¿impedances on electrodes 10 and 11 were >40k at first measure.¿ it was noted that after ¿disconnection and reconnection electrodes 9, 10, and 11 were >40k.¿ it was further noted that prior to replacement impedances were checked and found to be good. It was noted that the surgeon switched extensions to ins ports but then >40k appeared on both the left and right side leads. It was noted that ¿they did not have authorization for surgery beyond pocket site for this procedure. It was noted that they ¿considered using a new ins.¿ additional information received reported that impedances were resolved with replacement of ins. It was noted inter-operative impedances with the device were out of range. It was further noted that impedances for new device were normal. It was noted that the cause of the issue was determined to be faulty ins. It was noted that interventions taken included ¿ins replaced.¿ it was further noted that the patient was doing well. It was reported that the reason for report was that all impedances greater than 40000 ohms on all electrodes, except c and 0 at 1148 ohms and c and 8 at 662 ohms. It was noted that troubleshooting was attempted but the impedance issues were not resolved. It was further noted that a new battery was used and that the new battery showed normal impedances. It was noted that the patient status at the time of report was alive with no injury and no adverse event. It was further noted that there were no patient symptoms or injuries related to this event.

Manufacturer narrative:
Product ID 37601, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type implantable neurostimulator product ID 3387s-40 lot# v621406, implanted: 2011 (B)(6); product type lead product ID 3387s-40 lot# v621406, implanted: 2011 (B)(6); product type lead product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3764, serial# (B)(4); product type programmer, patient product ID neu_wrench_acc; product type accessory (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) found no significant anomaly. It was noted that the device was functionally okay. It was further noted that there was insignificant anomalies. It was noted that two known good leads and extensions were connected to the ins and the ins and electors of the lead were placed in 0.9% saline solution. It was noted that impedances were measured and every electrode pair had good impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.